Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir had detached retainer ring. Customer's blood glucose level was 21.7 mmol/l. Reservoir was still able to be locked in place. Customer will not return device for analysis.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o - ring, scratched case, fading serial number label, cracked keypad overlay at select button and minor scratched lcd window.